Manufacturer narrative:
According to the customers statement, this event is rated as a handling related issue as the patient was not observed well enough. No general product or systematic design issue has been identified. Therefore, no further measures are deemed necessary.

Event description:
It was reported to siemens that an adverse event occurred while operating the somatom force CT system. On (B)(6) 2024, a 65-year-old female hemiplegic patient was planned for a CT lung scan. It is reported that the patient was already in poor condition and could not move well. After the scan, while moving the patient back into the wheelchair, the customer claims that the patient was not observed well enough and that patient's arm became stuck, resulting in a fracture to the right upper limb. The patient was sent to the orthopedic department for further treatment and was hospitalized. The current patient health status is reported as stable.